Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Based on the results of the investigation, it is likely that the cracked in the circulation port filter cover cause debris to go inside the circulation port mesh filter; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the circulation port mesh filter of the endoscope reprocessor was clogged with debris. There was no patient involvement.